Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, h4, h6 . A review of the device history record found no deviations that could have caused or contributed to the reported issue. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no image. Based on the investigation results, a definitive root cause for the event of the connector being hard to connect to the video system center could not be identified. Additionally, it is likely that the no image showing on the screen event was caused by a faulty charged coupled device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during preparation for use of an unspecified therapeutic procedure, the subject device was not recognized on the processor. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported, during preparation for use of an unspecified therapeutic procedure, the subject device connector/adapter was hard to connect (could not to be connected) to the video system center or the camera head, not recognizing it on the processor. There were no reports of patient harm.